Event description:
The pt reported experiencing elevated blood glucose of over 400 mg/dl in (B) (6) 2009. She was hospitalized with ketoacidosis and instructed by her physician to switch to the insulin pen. She stated the infusion device does not correctly deliver insulin. No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.